Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was returned for investigation and tested to be found fully functional. The transaction logs were not returned for this device therefore it was not possible to confirm a discrepancy between the volume calculated and the programmed flow rate. A review of the device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug that expected. As a result the device was removed for investigation.